Manufacturer narrative:
Device media analysis: returned product consisted of an innova self-expanding stent system. The outer sheath, tip, inner sheath, and the remainder of the device were checked for damage. Visual examination revealed kinks to the outer sheath at the nosecone and 47.5cm from the nosecone. Microscopic examination revealed no additional damages. The thumbwheel lock and pull rack were still in the manufactured position. The middle sheath was no longer sitting on top of the proximal end of the tip. The stent was still inside the middle sheath. Inspection of the remainder of the device, revealed no other damage or irregularities. Product analysis found kinks on the device which could have contributed to the reported difficulty to advance and remove.

Event description:
It was reported that there was resistance when advancing the stent through the sheath, and the stent began to deploy prematurely. Additionally, there was resistance upon removal. An innova 7 x 120 x 130 was selected for use. During insertion of the delivery system into the 6f sheath, there was resistance noted. When the delivery system was approximately half-way into the sheath, the stent began to deploy partially. The delivery system and stent were removed with significant resistance noted. The innova was replaced with an epic vascular self-expanding stent, which was able to advance through the same 6f sheath without issue. The procedure was completed and there were no reported adverse consequences to the patient.